Event description:
It was reported to philips that the device does not work in "synchronism mode". Additional details have been requested. The device was in clinical use but there was reportedly no patient harm.

Manufacturer narrative:
This report was discovered to be a duplicate of (B)(4) submitted as MDR number 1218950-2018-05792. Please see MDR number 1218950-2018-05792 for details of updated investigation.